Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer states they tried to rewind and insulin squirted out. The customer's blood glucose level at the time of incident was 122mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarms during rewind due to corrosion on motor home switch also, moisture damage was found on all electronic assemblies. Unable to perform pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test or operating currents measurements due to constant motor error alarms. Unable to verify prime fill anomalies due to constant motor error alarms. No unexpected a35 alarms, audio or beep anomalies, motor noise anomalies or humming noise anomalies noted during our testing. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and stained end cap sticker.